Manufacturer narrative:
The excor blood pumps pu valves; 15 ml in/out; ø 9 mm; sn (B)(6) was in use on the patient from (B)(6) 2024 until the patient was escalated to centrimag on (B)(6) 2025 to perform a plex procedure for hepatic failure. The event occurred on (B)(6) 2025 (34 days) after the pump was placed on the patient. We have reviewed the production records of the excor blood pump, and the pump was produced according to our specifications.

Event description:
The site contacted berlin heart inc. Clinical affairs on 2025-01-15 to report that the patient supported with excor blood pump pu valves; 15 ml in/out; was noted to be agitated with elevated lactate, c-reactive protein (crp), and liver function tests (lfts). The patient's pupils remained equal and reactive. The first CT scan showed an acute small infarct in the right occipital lobe. Results for subsequent CT scans were requested. The site decided to monitor the patient closely at the time of the event. The blood pump sn (B)(6) functioned as intended with full fill and ejection during the event. Deposits were reported in the pump valves and inflow cannula.